Event description:
One 2.75mm diameter x 14mm length endeavor rx drug-eluting coronary stent was deployed in a patient with ami in a thrombotic lesion located in the rca # 1-2 with severe calcification. Prior to this, thrombus aspiration and pre dilatation of the target lesion were performed. On the same procedure, one other endeavor rx drug-eluting stent was deployed to target lesion overlapping the first one (MFR report# 2953200-2009-01539). Stent recoil occurred and although ivus confirmed that the stent expansion was not sufficient, the procedure was completed. Eleven days post procedure, pci was performed to treat another lesion in the lcx # 11. In this occasion, angiography confirmed total occlusion at overlap of the endeavor rx stents. There was no symptom to the patient in hospital as collateral existed. Thrombus aspiration and poba were performed then one other manufacturer stent was deployed at rca #3 where thrombus migrated. The patient reported to be recovered and no other sequelae were reported. The physician commented that the thrombus occurred most likely due to use of the relevant stent in ami, stent overlap and insufficient expansion of the stents. The failure to fully expand the stent together with the use of relevant stent in a patient with an acute mi, as contraindicated in the endeavor rx instruction for use, indicate that user error contributed to the event. The presence of calcification, which possibly prevented the stent from fully expanding, indicates that the patient lesion morphology has also contributed to the event. Based on the information available, the device has not been identified as the root cause of the event. Stent thrombosis is listed as an inherent risk of a pci procedure.

Manufacturer narrative:
(Secondary intervention: thrombus aspiration, poba, deployment of one other manufacturer stent) - evaluation results: (stent thrombosis), (relevant stent deployed in patient with ami), (lesion presenting severe calcification).